Event description:
During an in clinic follow-up, the device was found to be pacing at 70 bpm when prior to the interrogation the device was pacing at 50 bpm. In the summary an alert for emergency vvi pacing was triggered. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the leadless pacemaker entering evvi/backup mode was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed that the most likely root cause of the event was due to chronic exposure to emi that led to a false-positive telemetry command for the device to switch to evvi settings.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.